Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient's device had a short interval count of three hundred-ninety "since the past session." It was further reported that though the short interval count is high, "it remains stable." No programming changes were made. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.